Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this right atrial (ra) lead appeared to be having some sort of anomaly. An x-ray was performed and technical services (ts) was consulted to review the data. Upon review, ts noted there appeared to be a bend in the lead, however, the conductors looked intact. Ts also noted the patient was in atrial fibrillation (af) which could explain the fatigue. It was also noted the patient had a fall that was unrelated to device function. This ra lead remains in service and no additional adverse patient effects were reported.